Event description:
It was reported that the atrial lead exhibited noise. The physician was removing the ventricular lead when the patient experienced hemothorax and his blood pressure dropped. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal insulation was abraded from 13 cm to 13.5 cm from the connector pin which resulted in noise. Abrasions are indicative of exposure to constant friction with another implantable device.